Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient who received coolsculpting to the entire abdomen and has developed paradoxical hyperplasia.

Manufacturer narrative:
G3 in previous medwatch was inadvertently left blank instead of 5/20/2021.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2017 and (B)(6) 2018 using a legacy coolcore applicator and presented with paradoxical hyperplasia (pah/ph).